Event description:
A cardiac resynchronization therapy defibrillator (crt-d) and lead were returned from an unknown source. Information identified in the manufacture's data base indicated the patient died approximately seven months post the implant of the ICD system approximately three years ago.

Manufacturer narrative:
Analysis of the device and lead are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.